Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 met specifications for resistance during electrical testing. Short circuits were noted between electrode 1-4, the tip thermocouple wire, and the deformable body thermocouple. Further investigation revealed saline residue in the electrical connector, consistent with the short circuits observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit.